Event description:
It was reported that during an implant attempt, the ventricular lead was implanted but while performing the threshold test there was no signal. Two other cables were used to do the threshold testing and even connect to a new programmer and still couldn't get any signal. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).